Event description:
It was reported that there was no stimulation sensation. The caller stated that with the implantable neurostimulator (ins) on since a reprogramming session with the manufacturer representative the patient could not feel stimulation until they turned the head to the right. It was noted that there was intermittent stimulation when the patient turned the neck. It was later reported that the patient experienced intermittent stimulation when they turned their neck. The patient had the device for migraines. It was noted that one lead was by the eyebrow and the other was by occipital. The patient also commented that they were having ¿issues¿ with leads and the manufacturer representative may need to reprogram. It was later reported that the stimulation relieved the headache but they had to keep the head turned to the right side in order to feel stimulation. It was noted that if they looked forward or to the left they did not feel stimulation. The caller stated that neither of their doctor¿s would let the manufacturer representative meet the patient at their office and they had to meet at the cardiologist office with the manufacturer representative on 2014-(B)(6). There was a request for a manufacturer representative to contact the patient. The patient asked if surgery would be required. The manufacturer representative was contacted. The manufacturer representative stated that they did not believe impedances were checked 2014-(B)(6). However, the manufacturer representative was ¿fairly sure¿ they checked impedances recently and did not see any issues. The manufacturer representative stated that the patient had occipital stimulation with leads in the head. The ins was in the lower back/buttocks location. It was noted that the hcps ¿did not want to touch the patient¿ due to problems with the patient¿s family member. In addition, coming to (B)(6) was a problem for the patient. The manufacturer representative stated that they would contact the patient to discuss a time to check the impedances at the office. The manufacturer representative stated it would likely be difficult for the patient to find a closer pain doctor. It was later reported that the patient would be contacted soon. It was noted that the patient had been told in the past that the problems needed to be addressed with the doctor. It was noted that if the patient could not come to (B)(6) they would need to find someone in (B)(6). It was later reported that the patient was still complaining of a lack of stimulation to certain areas. It was noted that the manufacturer representative saw the patient on 2014-(B)(6) and conducted an impedance check. It was noted that four of the electrodes on one of the leads was high. It was noted that the patient would be scheduled to see the surgeon. It was later reported that there was a reading of >20,000 ohms. It was noted that while on the phone the manufacturer representative interrogated with the clinician programmer, turned the ins on and reported the patient was at a setting of 1.4 or 1.5. The patient reported that they felt stimulation when turning all the way to the right. The patient got into a position where they did not feel stimulation (the patient did not feel stimulation when looking straight ahead or turning left) and the manufacturer representative captured the electrode impedances at 1.5v. It was noted that all combinations with electrodes 13,14 and 15 were >20,000. It was noted that the patient could feel stimulation if they turned to the right but not if they were looking forward or to the left. It was noted that electrode impedances were captured when the patient was not feeling stimulation and received >20,000 values for all combinations with electrodes 13, 14, and 15. It was noted that reference 0 values were in a range of 1200-1570 with the exception of 0-4=1570; 0-7=2466; 0-13=>20,000; 0-14=>20,000; 0-15=>20 ,000. The patient was programmed as follows: c1: 0-, 1+, 2-, 3+, 5+, 6-, 7+ and c2: 8-, 10-, 15+. The group impedances were taken on most used group which was group c and while the patient felt stimulation they were c1: 386 ohms and c2: >4,000. The manufacturer representative tried to reprogram c2 using 8-, 10-, 12+ and reported group impedances of c1=386 and c2=789. It was noted that with the reprogramming the patient noted that they had to get into an awkward position (putting head back and over) to feel stimulation and use higher voltage. The patient preferred the programming with 8-, 10-, 15+ and the manufacturer representative reprogrammed back to this configuration. The patient noted with program one they felt stimulation behind ear and program two they felt it in the front temple. The manufacturer representative asked if this could be causing issues down into the ins. It was reviewed that it would not be expected for an open circuit to cause heating at the ins site when recharging and ins off. The manufacturer representative reviewed that the patient would need to see the hcp for evaluation due to open circuits and possible x-ray. It was later reported that the manufacturer representative called the patient¿s family member and explained the findings with that individual. It was noted that the family member agreed to call the physician to discuss a possible revision. The findings were also discussed with the physician¿s office. Additional information was requested but was not available at the date of this report. See report # 3004209178-2014-09431 for an allegation of heating during recharging with the same device.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had received stimulation in the wrong location; they were receiving stimulation in the neck instead of the head due to the leads having migrated. They wouldn't stay in / kept dropping down. The patient had a lead revision on (B)(6) 2014. A second revision then took place the following day due to the doctor not tightening the leads well enough, so they dropped completely out of her head. A revision then occurred on (B)(6) 2014 and the system was replaced. A total of 8 surgeries, including the trial and revisions, were mentioned. No follow-up was required as this was a further description of a historical event.

Event description:
It was further reported that the heat tests performed on the patient¿s recharger all passed the over-temperature safety mechanism. If the recharger antenna had gotten too warm during a recharge session the energy output would have shut down. This made the representative believe that the recharger was not the cause of the event. Additional information was requested but was not available at the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a290, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a290, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a290, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a290, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).